Event description:
Pt stated that she has experienced the infusion set tubing separating fromt the luer lock several times within the past 5 months. The pt's blood glucose was affected a few times during these incidents (low 300's mg/dl).